Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device operation test failed. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem could not be identified as the reported issue could not be reproduced. The reported issue could not be reproduced and the device is operational as per manufacturers specifications. The device remains at the customer's site. No further action is warranted at this time.